Event description:
It was reported a patient's pacemaker presented with erosion and the system was infected. The system was explanted in a procedure on (B)(6) 2025. Post-procedure the patient was stable.

Event description:
It was reported a patient's pacemaker presented with erosion. The device was explanted in a procedure on (B)(6) 2025. Post-procedure the patient was stable.

Manufacturer narrative:
Analysis showed interrogation results were normal, visual screen acceptable, and preliminary test results acceptable. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.